Event description:
Upon the onset of the procedure, the surgical team noticed that the instrument was already broken. This caused an extension in surgical time and blood loss, which necessitated blood transfusions.